Event description:
During evaluation of a returned homechoice machine, an increased intra peritoneal volume(iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2010 during cycle 4. The programmed volume was 200 ml and ultrafiltration was 65 ml. This meets baxter's iipv criteria. No patient injury or medical intervention was reported. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device passed the homechoice rite electrical tests but failed the rite functional tests due to a long beep upon power up. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain: use error, clinician inappropriately set the minimum drain volume percentage setting too low (at 60%). A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.